Event description:
The device was producing high results and they went to their doctor as a result. She reports tha ther devce read 255mg/dl and 30 minutes later the doctor's device read approximately 300mg/dl. She states that she re-tested on her device at the doctor's office with a result of 109mg/dl. No treatment received. No quality controls were used. Requested return of suspect device and replacement was sent.